Manufacturer narrative:
(B)(4) . Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.25 x 24 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, it was noted that the device was broken. No patient complications were reported.